Event description:
A customer contacted baxter to report a whitish particulate matter found in the tubing during use. The set had been used for 90 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to particle matter. The set was visually inspected and noted that the tubing was a white in color. The inside of the tubing appeared to be striped in color (white). The complaint was confirmed as visible white residue internal to the transfer set tubing. This substance is not present in product manufacturing processes. The cause is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.